Event description:
The following has been reported: "we administer fentanyl infusions and the rns spike the 50 ml glass bottle. We have had a few instances in which the spike has pushed the stopper into the bottle. We have not had it happen with other glass bottle infusions that we are aware of. -has there been any patient harm? No, this happened and was identified prior to administration. -are there additional patient safety risks i.e infection control or nurse safety i.e exposure if a spill occurred that we should be aware of? No, there was some fentanyl splashed into a rns face, but no harm. -can you describe in more detail what happens with the rubber stopper does it push in entirely i.e are you having a narcotic spill? Yes, in the few cases the rubber stopper is completely inside the vial." 5/12 nurse reported: ndc is the same on both bottles. Pharmacist on the unit has witnessed both kinds of bottles yield the same issue. 5/13 customer reported: team has not been using the "no port" set, the bottle issue here is occurring with the 3-port set. 5/14 fresenius kabi asked: "did the fentanyl supplier change? Customer reported: no, we alternate based on what is available. Typically, hospira, fk, and civica fresenius kabi asked: is this a generic manufacturer issue? Customer reported: not that we are aware of. Has happened with each manufacturer fresenius kabi asked: are all events from the same lot? Customer reported: no fresenius kabi asked: has stopper durometer changed? Customer reported: unsure no sample available. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." A preliminary review identified the following issue: unintended infusate release (admin set connection) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.